Event description:
Two powerglides from this account where they are stating the catheter "bent on insertion" however, it looks like the wire was pulled completely out of the device

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.